Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the lead measured with high impedance values. It was noted that the physician had to extract to regain vascular access. The physician was concerned about the high impedance value and opted to implant a brand new lead instead to mitigate potential risk. No patient complications have been reported as a result of this event.